Manufacturer narrative:
Returned device is currently undergoing engineering eval.

Event description:
Revision of shoulder components. Glenosphere was reportedly not fully seated during primary surgery.